Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy procedure, on several firings the device made a usual noise and the clips did not form properly. It is unknown how the procedure was used completed. There was no impact to the patient. The device was discarded.